Event description:
It was reported that there was a crack on siphon control part of the valve. This was found before implanting the device.

Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.